Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal cefepime injections (1g, once daily) for the event. At the time of this report, the patient was recovering from the peritonitis. Extraneal therapy was ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).